Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va078uq, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received noted that the patient was re-staged. The old lead was removed fully. Explanted (B)(6) 2014. The patient did great with new lead and the new lead was working great. The new lead that was placed on (B)(6) 2014 was connected to the previous ipg. His ipg longevity was now reading 77-106 mos. The patient was extremely happy.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was experiencing loss of stimulation, loss of therapeutic effect, and shocking/jolting sensation. Impedance testing, x-rays, and reprogramming was performed. Premature battery depletion and non functioning device was noted. They were unable to re-create shocking. The device was turned to 8.5 with no stimulation, impedances normal. Patient status at the time of the reporting was alive - no injury. Additional information received noted that regarding battery life, the device was reading 5-12 months. It had not been explanted. The device was turned off. The doctor was re-staging the patient in september. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.